Manufacturer narrative:
The customer's complaint that the thermogard hq console (B)(6) displayed a tcmid:06 (ce post failure) message was confirmed during the functional testing and the event log review. The root cause of the reported complaint was a loose pic 16 wire harness cable connection and a slightly burnt connector. The most probable root cause of the burnt pin was moisture diffusing into the system and vibration during use, causing contact arcing. The event log review indicated the occurrence of multiple tcmid:06 errors, confirming the reported complaint. The thermogard hq console passed the power-on self-test with no issues. Upon further testing, the root cause of the reported tcmid:06 error was determined to be due to a loose pic 16 wire harness cable connection and a slightly burnt connector, confirming the reported complaint. The pic 16 wire harness assembly was replaced to address the reported complaint. Following the service, the thermogard hq console passed the final functional and electrical safety tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard hq console with sn (B)(6).

Event description:
An ivtm therapy was started on (B)(6) using the thermogard hq console ((B)(6)). On january 25, at around 8 am, the console displayed a tcmid:06 (ce post failure) message. The console was rebooted once, but the issue wasn't resolved. No patient injuries were reported.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the thermogard hq console for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.